Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain as well as severe lower back pain, suffer from urine leakage; blood in urine; recurrent urinary tract infections; chronic vaginal infections with discharge and odor; painful intercourse; and sharp abdominal pain, physical pain and discomfort. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4) - patient underwent a gynecological procedure for stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.